Event description:
As reported by the user facility: (B)(6) reporting that nurse set up heparin infusion to run at 32 ml/hr. The nurse went back in approximately 15 minutes later to confirm infusion and noted that more went in than what was supposed to. The pump did not alarm. The infusion was stopped immediately and the patient was transferred to an acute care facility that day.

Manufacturer narrative:
Exemption number: (B)(4). B. Braun medical inc. (Importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun internal report #(B)(4). Multiple attempts to obtain additional information have not been successful. The actual device has been received and the investigation is on going at this time. A follow up report will be provided after the inspection results become available. (B)(6).